Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the stop pin has fractured allowing the stop to disassemble from the hook component. Fracture analysis was performed and concludes the pin fracture surface artifacts on both sides have been obfuscated by post fracture damage, therefore no conclusion of fracture type or initiation site can be determined. Device history record (DHR) was reviewed and no discrepancies were found. Per the package insert, instruments should be carefully inspected before each use and should not be used if the instruments are marred or worn. The package insert also states that breakage can occur if the instruments are subjected to high loads or impactions. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty the surgeon was using a femoral inserter and when he went to release from implant the spring came out and the handle fell apart. Attempts have been made and no further information has been provided.